Manufacturer narrative:
Concomitant products: product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
It was reported that a pump programmer failure occurred. Reportedly, a stopped pump warning, incomplete pump, and ¿pump can go in selfstate¿ occurred. No diagnostic testing or troubleshooting occurred. However, reprogramming took place. Further, chronological details were also provided and is as follows. During a normal refill procedure without alteration of the dosage/flex program, the pump was interrogated, the pump was then refilled with 20 ml of baclofen after the aspiration old medication, a change in the reservoir volume in 20 ml, the pump then was updated. A warning occurred and the physician programmer screen went black. Then a new and second interrogation of the pump occurred to which the pump was in stopped mode. The changed reservoir volume 20 ml was still displayed but the infusion settings had disappeared. The pump was reprogrammed with the prior flex mode and the pump was updated but there was a warning ¿ incomplete pump, pump can go in selfstate¿ and so the update was cancelled. The entire programming was checked/ all tabs. There were no abnormalities and no missing data could be observed. The pump was updated, a print-out was created, and telemetry completed. This was checked also with a supervisor/physician. There were no consequences for the patient and the patient was currently doing fine. At the time of the report the patient's status was reported as alive-no injury. The issue was reported as resolved. The cause of the issue was reported as ¿unknown or n/a.¿ the pump remains implanted and in-service. This device system delivered compounded baclofen. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).